Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was still giving error codes 1260 and 1261. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was tested and found to give error code 1260. The issue was caused by a faulty main board that was replaced to address this issue.